Event description:
It was reported that during a left iliac pta treatment procedure, a vessel perforation occurred, requiring surgical intervention. The lesion being treated was a calcified, 50% stenotic lesion. The physician used a 7f cook sheath to obtain left femoral vascular access. Because the blood vessel was very tortuous, the sheath could not be advanced to the target lesion. The .035" radifocus guidewire crossed the lesion, but the 5f multipurpose sheath could not advance. The physician used the amplatz super stiff guidewire for the purpose of straightening the blood vessel, but it was not able to pass through the catheter. While he was operating the wire, the spring coil became stuck and stretched baring the core wire. The bared core wire perforated the catheter and the blood vessel, which the physician did not notice at the time. He inflated a 5mm balloon at the lesion and at the time, the patient experienced an instant of pain and the physician noticed the perforation. When the 5 mm balloon was inflated, the perforated blood vessel was widely opened. The physician attempted hemostasis by using the balloon, but was unsuccessful, and the patient was sent for surgical intervention to stop the bleeding. Current patient status is reported as "stable."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.